Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. The device showed damage to the outer and inner cavities (fracture, stress marks). The outer cavity of one of the two units from lot #64311677 is fractured and therefore its sterility is compromised. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during inspection at the (B)(6) warehouse that the package was damaged. No further event information available at the time of this report.